Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that patient complications occurred. In (B)(6) 2014, 90% in-stent restenosis (isr) at mid left anterior descending (lad) was successfully implanted with a 2.50 mm x 20 mm promus premier drug eluting stent. In (B)(6) 2021, an 80% isr was noted in the mid left anterior descending (lad) and was successfully treated with a 2.50 mm x 28 mm synergy drug eluting stent. In (B)(6) 2021, isr at lad was successfully treated with balloon angioplasty. In (B)(6) 2022, the patient presented with stable angina. Heparin or antithrombotic medications were administered. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). The target lesion was located at the mid lad and was 15 mm long with a reference vessel diameter of 3.0 mm. Angiography revealed 80% isr at the mid lad. An ivus catheter was advanced, which revealed neointimal hyperplasia with under-expansion. The lesion was initially treated with laser atherectomy. The target lesion was predilated with a 3.00 mm x 15 mm balloon angioplasty resulting into 10% residual stenosis with timi flow 3. Following pre-dilation, the lesion was successfully treated with a 3.00 mm x 20 mm agent dcb device with 10% residual stenosis and timi flow 3. The subject was discharged on aspirin and tricagrelor.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Detailed product information was not provided to bsc, because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device technical analysis: the device remains implanted and in service. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk analysis: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established. Although it is noted that the events of restenosis and angina are listed as known adverse events associated with device use per the directions for use for the promus premier product family, the exact cause of the reported poor stent expansion could not be confirmed.

Event description:
It was reported that patient complications occurred. In (B)(6) 2014, 90% in-stent restenosis (isr) at mid left anterior descending (lad) was successfully implanted with a 2.50 mm x 20 mm promus premier drug eluting stent. In (B)(6) 2021, an 80% isr was noted in the mid lad and was successfully treated with a 2.50 mm x 28 mm synergy drug eluting stent. In (B)(6) 2021, isr at lad was treated with balloon angioplasty successfully. In (B)(6) 2022, the patient presented with stable angina. Heparin or antithrombotic medications were administered. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). The target lesion was located at the mid lad and was 15 mm long with a reference vessel diameter of 3.0 mm. An 80% isr at mid lad, an ivus catheter was advanced, which revealed neointimal hyperplasia with under expansion. The lesion was initially treated with laser atherectomy. The target lesion was predilated with a 3.00 mm x 15 mm balloon angioplasty resulting into 10% residual stenosis with timi flow 3. Following pre-dilation, the lesion was treated with a 3.00 mm x 20 mm agent dcb device successfully with 10% residual stenosis and timi flow 3. The subject was discharged on aspirin and tricagrelor.